Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the display screen had dimmed gradually over time and was difficult to read unless in a dark setting. This complaint is being reported because the reported display screen issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 12/13/2013 with the following findings: visual inspection of the pump found some cosmetic damages. Investigation found the pump powered up to a dim and discolored verifying screen with the appropriate audio and vibration alerts. No other defects were found.